Event description:
It was reported the device has a red x showing in window. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.